Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that machines were not communicating. The technical support specialist (tss) identified that the data synchronization process on the station had stalled, leading to communication issues. To resolve the problem, the tss stopped the data synchronization service and then restarted it. This action successfully restored communication, ensuring normal data synchronization and system functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, nine machines were not communicating. The user had tried restarting the devices and had checked the plug points and connections still not communicating. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.